Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump and cylinders were received for evaluation. Examination and testing of the returned components revealed a smooth and non-striated separation in the bladder of cylinders 1 and 2 and near the base of cylinder 2. Partial separation surrounded by abrasion were noted on both exhaust tubes of the pump. Testing revealed these not to be sites of leakage. Abrasion is noted on the detached inlet tube. No functional abnormalities were noted with the detached tubing or connector. No functional abnormalities were noted with the pump. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformances revealed no nonconformance with this lot that would have contributed to the event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the bladder of cylinders 1 and 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. Based on quality's observations and as no additional information was received, quality is unable to determine the most likely root cause of the alleged malfunction. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.